Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient line of a homechoice cassette and the transfer set. The patient accidentally stepped on the patient line which resulted in the patient line disconnecting from the transfer set. This was observed during an unspecified process step of peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: g3 in the initial MDR is being corrected to 10/20/2021. H10: should additional relevant information become available, a supplemental report will be submitted.